Manufacturer narrative:
No device has been return but photos of the explanted device as well as a radiograph were provided confirming the alleged device fault. It is unknown what the patient post op activity levels were and whether they experienced a fall or other accident. Review of the radiograph provided identified a robust four rod posterior construct including a corpectomy device and clearly confirmed the right s2ai screw had fractured at the neck, with what appears to be a flexural load fracture. Although a definitive root cause could not be determined extreme angulation in conjunction with excessive loading to be the likely cause or contributor to the event. A review of the manufacturing history found no material nonconformance, no manufacturing error, nor discrepancies with respect to material type, treatments or dimension that may have caused or contributed to this event. Parts met acceptance criteria upon release. No additional investigation can be completed at this time. No additional investigation can be completed. Label review: "potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); loss of fixation..." "Warnings, cautions and precautions - correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "Post-operative warnings - during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
On (B)(6) 2024 a patient underwent a posterior fixation procedure from t7-s2ai. The procedure was completed without issue. On (B)(6) 2024 during a routine follow-up appointment it was discovered via radiograph that a screw at right s2ai had fractured at the neck of the screw head. It is unknown if the patient was experiencing any adverse consequences as a result of the device failure. On (B)(6) 2024 a revision occurred where the broken screw was removed and replaced with a 10.5x80mm screw. The patients current status is unknown.